Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing pain, bladder pain after voiding, recurrent urinary tract infection, blood in urine, impact on quality of life and impact on mobility. The patient is on daily antibiotics and pain medication along with weekly bladder installations. The patient is on a wait list for nerve block injections and mesh removal. No additional information has been provided.